Event description:
It was reported that the bd alaris smartsite extension set had air bubbles / air in line.the following information was provided by the initial reporter: we have identified a two bd products we would like to report and would appreciate your insight. Please let us know if you are seeing similar complaints from other customers or if there is a known cause for the issues we are experiencing.mat # 20127e, set, ext smarsite 5ml 1.2 micwe have seen multiple similar issues. When priming starter tpn, the filter initially fills, then drains, leaving large air pockets in the tubing. While admitting a new patient, I observed that the filter would prime normally, but when clamping prior to connection, it would completely de-prime. This occurred regardless of whether the roller clamp or the clamp below the filter was used. Although the filter de-primed, attempts to re-prime by running additional tpn through the line did not expel any air. This was repeated multiple times with both sets of tubing. The issue was only resolved with a third extension set, after using nearly half a bag of starter tpn.filter #1: chc #37411, lot (10)25115971filter #2: chc #37411, lot (10)25115889filter #3: chc #37411, lot (10)25115889additional information received from the customer:any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Nocan you please provide an exact date of event in format dd-mmm-yyyy? (B)(4) 2026.all 3 issue happened with the same patient or different patient. Same patient and used up almost half a bag of starter tpn in the process.please confirm if any leakage was observed? There was nothing noted about leakage, just that the filter would not hold fluid.please confirm if there is any visible damage on the set? Nothing noted.was the primary set the extension set was attached to was also draining? Not noted.

Manufacturer narrative:
Device evaluation:three samples model 20127e were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and pressurized. No leakage or air in line was observed.the root cause could not be determined because the issue could not be replicated.a device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.